Event description:
It was reported to philips that during an examination the flexvision screen locked up and the video is frozen. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the patient was undergoing diagnosis, the procedure was delayed and completed by restarting the system. It was reported that the system was having screen issue. Review of the log file confirmed the flex vision pc malfunction. Upon troubleshooting, philips field service engineer (fse) inspected the system onsite and confirmed that the video on the flex vision screen locked up and will not update rmt - flv: connection with flex vision pc control is lost and confirmed the fault with the flex vision pc. Fse replaced the flex vision pc, reloaded os and the application. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a system was having screen issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A boot up issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.